Event description:
Consumer used heatwrap, one time only on leg in 2004 and experienced a burn. In 2005, the consumer sough treatment with primary care physician after the area had not healed in three months. Upon examination, the physician reported blistering with severe erythema and ecchymosis and subsequently sent consumer to the hosp for admission. The consumer was admitted with bed rest, elevation of the lower extremities and supportive treatemnt which included transfusion of 2 units of red blood cells. A punch biopsy (skin biopsy) revealed morphological features of second degree burn and coagulative necrosis with bullous changes consistent with second degree burn injury. The consumer was discharged in good condition with mid persistent inflammation of the lower extremity without purulent discharge. The follow up visit with the consumer's physician one month later revealed the consumer was healed at the point of the examination. Phone call to the consumer two months later, revealed that the areas were healed.